Event description:
Same case as MFR ID # 2134265-2013-00462. It was reported that during a tunnel line sheathplasty procedure, the balloon catheter became stuck on the guidewire. As the devices were used inside the patient anatomy the mustang balloon catheter became stuck on the amplatz stiff guidewire. No patient complications were reported. Additional information has been requested and has not been provided.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-00462. It was further reported that the 9.0x80mm 75cm mustang balloon catheter and wire were removed together as a unit. Once removed from the patient the wire was removed from the balloon catheter. The procedure was completed with another balloon catheter and guidewire. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found no damage or kinks along the entire length of the shaft. An examination of the tip section of the device found no anomalies. A 0.035 inch wire was inserted through the tip and wire lumen and no restrictions were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).